Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. All of the buttons functioned properly and no button error alarm noted. The insulin pump has cracked reservoir tube lip minor scratched lcd window and cracked case at the display window corners.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer was treated with manual injections. The customer believes they slept on the insulin pump causing the alarm to occur. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.